Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported unexpected medical intervention, and surgical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Following implantation, a post-implant valvuloplasty was performed. Additionally, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had an underlying atrial fibrillation with right bundle branch block and left anterior fascicular block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient went into complete heart block after the guidewire had crossed the annulus. Temporary pacing support was required to continue the procedure. The valve was successfully implanted at a depth of 3mm. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 23mm, non-abbott balloon. The conduction have returned to the baseline rhythm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the same day, a permanent pacemaker was implanted due to the high risk of recurring conduction abnormality. The physician did not believes that the patient or user experienced adverse health consequences due to the performance of the product. The patient was stable.